Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing is affected as reported by therapist and parents. The child's audio processor was given for troubleshooting and was not using the device for 10 days. On follow-up, affected channels were seen. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The hearing is affected as reported by therapist and parents. The child's audio processor was given for troubleshooting and did not use the device for 10 days. On follow-up, affected channels were seen. The recipient has been re-implanted.

Event description:
The hearing is affected as reported by therapist and parents. The child's audio processor was given for troubleshooting and was not using the device for 10 days. On follow-up, affected channels were seen. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.